Manufacturer narrative:
As no further information concerning this product is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there were no lights on the communicator. The patient reported that the communicator smelled smoke. The communicator was not connecting. There were no physical injuries and property damage reported. There were no power outage or storm reported. The communicator power supply used was the original. A boston scientific company representative discussed with the patient and opted for product replacement. The communicator was deactivated. No adverse patient effects were reported.